Event description:
It was observed that during the device evaluation, the high flow insufflation unit's flow rate is out of the standard value. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the flow rate is out of standard because of the expired life expectancy of the circuit board. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.